Event description:
It was reported that during a prostate procedure, the fiber stopped working @ 143,901 joules of use and 30 minutes. The fiber was exchanged and the case was completed. Patient outcome ¿ok¿ reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2090-424h-(B)(4): the fiber/glass cap is partially fractured distal to glue zone at the bevel section; the fiber/glass cap distal part is detached and not returned; the distal part of the fiber within the glass cap is blackened; the distal end of the shrink tubing is slightly melted. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4) refers to forward firing of the side firing surgical fiber; a code request has been submitted.